Event description:
Information received from the field notes that the device could not be interrogated. The device also exhibited a higher than expected battery impedance of 1 kohm. The patient was not pacemaker dependent and was reluctant to have the device replaced.